Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing threshold and no capture at maximum output. No adverse patient effects were reported. .